Event description:
It was reported that a patient who previously had excellent seizure control was experiencing worse seizure control. The patient was reported to be experiencing worsened seizure intensity with "atonic seizures with injury which have not occurred for several years." Additional information indicated that the physician suspected a device malfunction that may have caused rapid battery depletion and inadequate stimulation. The physician also noted that the suspected malfunction could not be confirmed through device diagnostics, and the mechanism for the concern was unclear. Internal generator data was later received and analyzed. The analysis showed that the patient¿s generator was functioning as expected and depleting normally, with no malfunctions or anomalies identified on the pulse generator. Additional information was received that the physician plans to proceed with a full revision for the patient. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.